Event description:
Approximately 1 hour after birth, a blood glucose reading of 26 mg/dl with the suspect device was obtained. Without waiting for lab to draw, neonate was treated with high dose of glucose. Lab result was 50. Time between draws was uncertain as was the baby's hct. Patient was monitored and is now well.